Event description:
Information states - 'not clear cut- like sepsis'.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.